Event description:
Procedure type: nephrectomy. According to the rptr: in use, it was noticed that a metal piece, which looked like a wire was found in cavity. The piece was retrieved. Another device was used to complete the procedure. No bleeding occurred. No tissue was damaged. Operative time was not extended more than 30 mins.

Manufacturer narrative:
(B)(4).